Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one week post implant there was a sudden rise in right ventricular (rv) lead impedance to a high level. An alert was heard and the patient went to the emergency room. It was found that the lead was not inserted all the way into the device header. The lead was reinserted into the header and the device and lead remain in use. No patient complications have been reported as a result of this event.